Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set) and a se 2367, which occurred on the homechoice (hc) during drain 5 of 5. The technical service representative (tsr) recycled the power cleared and explained alarms. The caller would discard supplies and finish with manual supplies. The caller disconnected from the set and then reconnected; they also did not press stop on the hc. The caller would call the registered nurse (rn) regarding the air detect alarm and reconnecting and the missed therapy. The samples are not available for evaluation. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the drain stage, where the caller disconnected from the set and then reconnected; they also did not press stop on the hc. This complaint is confirmed because disconnecting from the set is a use error that may cause a system error 2240 and/or contamination. Per the patient at-home guide, users are instructed to use aseptic technique when performing peritoneal dialysis therapy.